Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the cause of the event was determined to be burned material due to parameter variation during tube manufacturing. A batch review was performed and found no issues related to the manufacturing of the lot number. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The wife of a patient contacted baxter quality assurance and reported particulate matter with 1 homechoice cassette unit. It was informed that when he tried to connect the set, he found particulate matter inside the set. The set was sealed and he saw it before connecting the set. There was no patient injury associated with this event. No further information is available.